Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd ( manufactrer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records show 35 manual power ups , 2 of which were of 10 minutes duration between the (B)(6) 2010 and (B)(6) 2014 . Investigation found the fault can be attributed to membrane failure.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.